Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced pain while inserting the sensor and removed the sensor. Upon removal of the sensor, the patient noticed that the sensor wire was missing. She stated she went to the doctor the following week and requested for an x-ray to be performed. It was indicated that the sensor wire was seen in the x-ray and the patient decided to have it removed. The sensor was surgically removed on (B)(6) 2018. At the time of contact, the patient was recovering at home and was doing fine. No product or data was provided for investigation. Confirmation of the allegation was confirmed based on the reported successful surgical extraction of the retained sensor wire on (B)(6) 2018. A probable cause could not be determined. No additional patient or event information is available.